Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H6: the reported lot number 3488c is not valid for the product reported therefore investigation could not be completed by manufacturing site. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, age, weight, patient ethnicity and race were not provided. This report is for (band aid brand advanced foot care blister cushion medium extreme 5ct ap). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal blister cushions assorted 5ct USA). (B)(4). Exp date = ni. Lot number = (10)3488c. Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal blister cushions assorted 5ct USA). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported that her friend used band aid foot care/advanced foot blister cushions and when removing her bandage her skin tore and her wound got infected. The consumer sought medical attention for the infected wound. No other details are available for the past medical history, diagnosis and treatment. Outcome of the event was unknown.